Event description:
During the preventive maintenance (pm) on (B)(6) 2022, zoll service personnel could not perform the functional testing of the returned autopulse platform (B)(4) due to the sticky drive shaft rotation. No patient involvement.

Manufacturer narrative:
During the preventive maintenance (pm) on (B)(6) 2022, zoll service personnel could not perform the functional testing of the returned autopulse platform (B)(4) due to the sticky drive shaft rotation. The root cause was the sticky driveshaft clutch area, caused by the defective clutch plate, likely attributed to the device's aging. The clutch plate was replaced to address the sticky shaft problem. The autopulse platform was manufactured in 2016 and is six years old, past the expected serviceable life of 5 years. Upon visual inspection, the backlight of the lcd was observed to be not working, likely attributed to the device's aging. The processor board was replaced to address the lcd backlight problem. No physical damage was observed on the returned autopulse platform. Following service, the brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The autopulse platform passed the final run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with sn (B)(4).